Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that deployment of the supera stent was attempted in the mildly calcified and mildly tortuous lesion in the predilated, proximal superficial femoral artery. The supera stent delivery system did not release the stent and during removal of the delivery system, the stent came back out through the 5 french sheath attached to the deployment sheath. The procedure was completed without stent implantation. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported deployment issue was not able to be confirmed as the stent had already been deployed. The tip separation was confirmed. A conclusive cause for the reported deployment difficulty could not be determined. The additional damage to the device is due to operational context. Based on visual and functional analysis of the returned device, there is no indication of an issue/observation caused by or related to the design, manufacture or labeling of the device. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no similar incidents reported from this lot. Based on the information reviewed, there is no indication the issue was caused by or related to the design, manufacture or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that sometime during or after the procedure, the tip separated from the device, but did not separate in the anatomy.